Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 11 years and 4 months. Unfortunately, the reason for explant has not been provided. No other details reported. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Based on the follow-up with the health-care provider, the explant was due to aortic prosthetic valve stenosis. Per the op report, the bovine prosthesis has densely calcified and thickened leaflets without much heaping up of calcium. The valve was explanted and the annulus was debrided of pledgets and scar such that another 21 mm valve could be calibrated to fit there. This 21mm edwards valve was then inserted using interrupted horizontal mattress sutures. The valve seated well. An echo confirmed satisfactory deaeration. There is no perivalvular prosthetic leak and ventricular function was good. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the subject device was not returned; therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be investigated, the reported stenosis was likely due to "the bovine prosthesis has densely calcified and thickened leaflets without much heaping up of calcium" noted in the op report. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information. Corrected data: lot number, expiration date, approximate age of device, device manufacture date.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information or sample device is received. No further actions are possible with the available information.